Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. During the initial bench test, the turbine manifold assembly was working normally in all test settings and passed the bench test with leak test of 0 cmh2o. The unit also passed the patient outlet pressure test, and production turbine manifold assembly pressure test. Visual inspection did not reveal any anomalies. The turbine manifold assembly and o2 blender was scrapped after failure analysis and replaced by a carefusion authorized service center. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had low oxygen delivery. It is unknown at this time whether there was any patient involvement associated with this complaint.